Manufacturer narrative:
A visual inspection of the exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any failures or problems. There were no fluid leaks in the test cassette during the treatment test. The system air leak and valve actuation tests passed. There were no internal inspection discrepancies. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient called technical services and stated that he had an infection that was not caused by the cycler. Follow-up with the patient's nurse confirmed the patient had been diagnosed with peritonitis. Culture results showed elevated white blood cell count and no bacterial growth. The nurse could not confirm the source of the peritonitis and was not sure if the peritonitis was due to a breach in aseptic technique. The patient was prescribed antibiotics (drug name, dose, route, and frequency unknown). The pd nurse reported that patient was no longer on peritoneal dialysis and had transferred to on hemodialysis. Medical records were requested.